Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported the radius vsms "fails to alarm low battery." There was no patient impact or consequence reported.